Event description:
It was reported that a graft that had been implanted for 13 days, tore circumferentially. An angiogram was performed and during that procedure, the graft tore more and the patient injury occurred. The tear was not at the anastomosis, but about 3mm above. No hemostats were used on the graft. The patient required 4 units of blood. The patient flat lined and was coded on the table, but was revived quickly. It was reported by the physician that hyperextension of the patient's leg may have occurred prior to the tear. Patient is stable at this time, but may require below the knee amputation in the future, because of ischemia.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria, including all strength related testing. This has been the only incident reported for this manufacturing lot number to date. Based on the DHR review, there is no evidence of a manufacturing related cause to this event. The returned sample was evaluated. One 18-cm segment of graft was returned. There was very little blood staining, some tissue, and one incidental piece of suture tide through the the graft. There were no instrument marks on the graft. The lumen of the graft was clear and not occluded. The cuff was not returned. Beading had been removed from one end of the graft, and the beading tracks were unremarkable. The grossly jagged edge on this end of the graft appears to confirm a circumferential graft tear. The results of the investigation confirm the complaint. The definitive root cause is unk. However, it was reported by the physician that hyperextension of the leg occurring during the movement of the patient and this could have been a contributing factor in the tear. The current dynaflo information for use (IFU) states: warnings-dynaflo bypasss grafts do not stretch )(are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the graft to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb function, and/or death. Adverse reaction-potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel.